Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that with their new pump they got the new handset style ptm (personal therapy manager) and that they used to have the older style ptm. The patient then stated that the new handset ¿is just a horrible device¿ and they have had ¿several things, several issues¿ with the equipment. The patient stated that when they were outdoors, if there was any light, they tried to do a little exercise, and if they were outside, they almost had to go in a dark place to see if it was working, and it was terrible. The patient initially stated that there was no issue connecting stating that ¿it connects right up,¿ but later stated that the handset connected right up to 90% and then sat there at 90% for probably 30 seconds or more before it finally told you that the bolus had been administered. When the agent inquired about the event date, the patient stated, ¿it's always (done that) - at 90% it pauses for a while, and it seems like it's been longer more recently, but I can't really say that for sure.¿ during the call, the patient commented ¿the handset is the cheapest phone that they could have possibly found to do this, it's like an afterthought solution, as it seems like the implanted components are good.¿ the patient stated that their older style ptm was far superior in usability. The patient stated, ¿the handset has more information on it, but most people don't care about reports, we just want to bolus.¿ the patient also stated, ¿it's almost impossible to see the screen on the handset if they're anywhere other than indoors.¿ the patient added that ¿with the older style ptm, they could ride their bicycle and have it in their pocket and if they needed a bolus, they could pull it out of their pocket without even looking at it, but with the handset/communicator, they have to stop and get off the bike and it takes two hands to do it.¿ during the call, the patient had already connected to the myptm app and stated that they bolused 12 minutes ago and the screen was displaying an 18 minute lockout. The agent reviewed ptm compatibility; assisted the patient in clearing data; and assisted the patient in increasing the handset screen brightness. Prior to clearing data, the data showed 1.24mb.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.